Manufacturer narrative:
Based on the results of the investigation, a root cause for the detached tip on the bending section was not determined. The dirt on the objective lens was successfully cleaned. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the scope's bending section detached at the distal end and the objective lens was dirty. There was no patient involvement.